Event description:
It was reported that the patient presented in clinic for follow up following an eri alert. Device interrogation reveled premature battery depletion on the implantable cardioverter defibrillator (ICD). The physician elected to explant and replace the ICD. The patient condition was stable.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. Final analysis found the device was above the elective replacement indicator (eri) when received. Electrical testing revealed high current drain from the hybrid. The cause of the high hybrid current drain could not be determined.